Event description:
It was reported that during a system upgrade, a previous right atrial (ra) lead was noted to have been capped as unusable. Follow-up was conducted to obtain further information regarding the lead, but the attempts were unsuccessful. Records indicate that the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.